Event description:
A removal of a possible defective breast implant. We contacted allergan's product surveillance dept, and we have opened a claim and a return kit will be sent to us tomorrow morning to send product back to them.